Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that there were no detachment attempts made. There was no kink/damage observed on the pushwire. It was noted the coil prematurely detached in the phenom 17 catheter. The cause of the pre-mature detachment was not determined.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that there were no detachment attempts made. There was no kink/damage observed on the pushwire. It was noted the coil prematurely detached in the phenom 17 catheter. The cause of the pre-mature detachment was not determined.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that an axium coil pre-detached. The patient was undergoing surgery for treatment of a saccular, ruptured aneurysm located on the mca bifurcation with a max diameter of 7mm and a 4mm neck diameter. It was noted the patient's blood flow was normal and vessel tortuosity was severe. It was reported that while deploying our first coil frame complex 7*15, we seen that coil was not moving after some time when the doctor was pushing and pulling the coil pusher wire. When the doctor noticed that the coil was pre detached he pulled out the coil pusher wire outside the micro catheter and took out the micro catheter also. He aspirated the coil in navien guiding with 20ml syringe and took out that pre detached coil. The implant coil was removed from the patient. With the help of aspiration in navien. No medical intervention was required. The physician did not reposition the coil and there was no friction or difficulty during delivery. The physician also did no attempt to detach the coil, and did not rotate the delivery pusher during the procedure. There was continuous flush administered during the procedure. All devices were prepared as indicated in the IFU. No patient complications were associated with this event. Ancillary devices include a j <(>&<)> j (cerebase da) sheath, navien 6f guide catheter, phenom17 microcatheter, avigo 14 guidewire.

Manufacturer narrative:
H3 product analysis: as found condition (condition of returned device): an axium prime coil was returned for analysis within a shipping box; within an opened axium prime coil outer carton and within an opened axium prime coil inner pouch. The axium prime coil was returned with introducer sheath. Visual inspection/damage location details: the actuator interface, positive load indicator, coupler tube, and break indicator were found to be intact. This is indicative mechanical method detachment was not attempted. The axium prime coil pushwire was found to be kinked at ~153.9cm from proximal end. The coin was found to be still against the lumen stop. The implant coil was found to be separated from the pushwire system and returned. The implant coil was found to be stretched and damaged. No other anomalies were observed. Conclusion: based on the analysis performed, the customers report of ¿premature detachment¿ was unable to be confirmed as the axium prime device was returned with the implant broken and separated from the pushwire assembly. The root cause could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.